Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the keypad was found to be intact, however, all the keypad button symbols were worn off. All of the keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination observed under the up arrow, down arrow and contrast key contacts. Evaluation also revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow, down arrow and contrast keypad button contacts. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/05/2014.